Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had been unable to issue medication, as the issue button was grayed out. A technical support specialist (tss) had the client log out completely. Once customer logged back in, customer was able to issue medications. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue medication. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.